Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation "deliver at a higher rate on downstream occlusion" was unable to be evaluated due to a system error 322 that occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the system error was identified to be failed lower link switch. The lower auxiliary was replaced to correct the condition. The pump is no longer in its received condition the evaluation for "deliver at a higher rate on downstream occlusion" cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. The force sensor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)) and downstream occlusion. No additional information is available.